Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, noticed scratch after the iol was placed in the patient's eye. Additional information has been requested and yet no new information received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).